Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a disk full error message and imaging was not possible. Analysis of the system log file showed that there was malfunction with the lateral ippc (image processing pc). During troubleshooting, the fse checked and retrieved all necessary files for specialist to review. The fse replaced the hard disk in the subsequent case. After replacing the hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system displayed a disk full error message and imaging was not possible. There was no reported patient or user harm. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.